Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient requested what to do for MRI scan. When agent tried to inquire if patient has the same implanted system as registered patient stated they "think the battery was changed on it, or the lead or something." Patient stated this was "a while ago, a few years ago, maybe 4 years ago ," but stated they were not sure. Patient provided the same implant model, serial number and implant date on record and stated their ID card they had was printed in 2022. There was no other information on the card regarding patient's lead. They believe they had the implant battery changed sometime between 2015 to today's date but could not recall date. Patient reported they fell off their couch and landed on their tail-bone and stated they "bent the lead or something." Patient stated they remember going back and having them check it and they "could not get the device to work at all." Patient stated they could not recall when this occurred but they know it was sometime between 2015 and now. Patient stated after they had this done they got new external equipment as patient stated they had old programmer prior to that. They have connected with their ins this morning and stated they thought "is it working or isn't it working" and patient stated they turned it up a little bit and could tell it was working (patient did not clarify this statement). Reviewed registration on record with patient and walked patient through checking for MRI mode. They had no MRI mode option. Reviewed how to turn ins off and patient confirmed understanding. Agent did not ask about the circumstances that led to the reported issue. The caller was redirected to warm transferred patient to device registration to confirm registration.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.